Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer¿s blood glucose value was 157 mg/dl.